Manufacturer narrative:
This device was used for treatment, not diagnosis. No patient involvement. Date of event: unknown. (B)(4). Device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. No anomalies were detected during device history record review. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on july 27, 2016 pre-operative while reviewing the advanced proximal femoral nailing set, it was found that the driving cap instrument tip was broken. Also, the threaded portion of the threaded hammer guide connector broke off inside the insertion instrument handle. A piece of the thread from the guide was found inside the handle. No patient involvement. Concomitant device: complete radiolucent insertion handle (part # 03.037.012 lot number is unknown, qty 1 ea). This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update: 08/30/016: device has been archived as per procedures & vpr closed.

Manufacturer narrative:
An investigation summary was performed. The investigation of the complaint articles has shown that: the 03.010.523 driving cap is an instrument routinely used in the titanium cannulated tibial nails system. The driving cap was returned with the distal threads broken off and lodged in the returned hammer guide connector (part 03.037.120, lot 9235371). The driving cap also showed signs of wear and impaction along the shaft. Although the exact cause for the complaint condition could not be determined, the damage to the driving cap is most likely the result of off-axis hammering on the device before fully seating the driving cap on the insertion handle or from cross threading the device. Although the exact cause for the complaint condition could not be determined, the damage to the driving cap is most likely the result of off-axis hammering on the device before fully seating the driving cap on the insertion handle or from cross threading the device. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.